Event description:
It was reported the pump was not accurate, so it was difficult to adjust the dose. It was reported the patient experienced overdose. The pump was used to deliver lioresal. Patient outcome was not provided. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that additional information had been requested; however, it was noted that the case was lost to follow up.